Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During the evaluation of the mx40 at bench repair, it was identified that no sound was coming from the device. The device was not in use at the time of the reported issue. There was no patient involvement.

Event description:
It was identified during bench repair that the mx40 1.4 ghz smart hopping device did not produce sound during testing. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required. The device remains at the customer site.